Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaws could not be opened. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? ---chest lining. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---there was a possibility. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. Did the surgeon try to pull the trigger from the handle? ---no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? ---actually, the jaw did not clamp the patient's tissue, there was no problem. Was there any tissue damage? ---n/a. If so, how was it repair---n/a. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip was released. The jaws were inspected and no burrs were noted in the transition area or in the jaw/cam interface. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition the device locked out as intended. A design change was implemented to minimize the occurrence of opening issues. Please note the returned device was manufactured prior to the implementation of this change. The batch record was reviewed and no anomalies were noted during the manufacturing process.